Event description:
The customer reported the rad-57 device is missing led segments on the numeric display. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: the returned device was evaluated. Visual inspection upon receiving revealed no external damage or defects. The device turned on using lab stock batteries. The unit was found to visually and audibly alarm during alert conditions. One led segment did not light up due to defective led segment (d1) on the instrument board caused by an open connection. The customer complaint was duplicated. A service history record review reveals that this unit was in the field for over three (3) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. Device not returned.

Event description:
The customer reported the rad-57 device is missing led segments on the numeric display. No patient impact or consequences were reported.